Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the day of implant of this transcatheter bioprosthetic valve, at the initial outpatient visit, the patient had malaise and blood tests showed elevated levels of inflammation. Pneumonia was suspected. After administration of a ntibiotics, the inflammatory findings improved and the patient was discharged from the hospital. No additional adverse patient effects were reported.

Event description:
Additional information was received that per the physician, the valve did not cause or contribute to the elevated levels of inflammation, however it is unknown if the delivery catheter system (dcs) caused it.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name delivery catheter system (dcs) product ID d-evolutfx-2329 lot 0011784873 use by date 2025-05-17 UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.